Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em 2400, main module had a frayed power cable and the wires were exposed. This was observed in the pharmacy. To resolve the event, the power cable was replaced using a cable from a back up unit. There was no patient involvement. No additional information is available.